Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous ventricular arterial shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm pressure for 10 seconds upon the first inflation. The device was simply pulled out and the procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure.no tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 8mm distally from the proximal markerband. An examination of the balloon material and markerbands identified no other issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube.

Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous ventricular arterial shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm pressure for 10 seconds upon the first inflation. The device was simply pulled out and the procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.